Event description:
It was reported that the customer had an unspecified cartridge issue. The customer's blood glucose level was 422 mg/dl. The customer replaced all supplies as necessary and resumed insulin therapy.